Event description:
Non-delivery reported. The pump was in homecare use infusing a 2116ml container of total parenteral nutrition at 88.2ml/hr. The infusion was started at night. In the morning, the pt noted that the intra-venous container was still full. When the homecare received the pump, it was noted that the motor shaft had separated. The turn spindle had come off in the intra-venous administration set cartridge. The pt did not experience any adverse effects. The infusion was restarted on a new pump and delivered late. No additional info available.